Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the index procedure, after deployment of the device, the physician had difficulties withdrawing the delivery system (status before recapture the spindle). It was not possible to withdraw the tip capture mechanism inside the graft. At that point the physician saw that what looked to be one strut was tilted in the lumen. The delivery system was once again attempted to be withdrawn however, was unsuccessful. Then the physician withdrew the back-up wire until the flexible tip was at the point of the free flow/first covered stent and tried again to withdraw the graft. After a lot of force, the delivery system was able to be withdrawn and the tip capture mechanism was able to be closed. The physician inserted a reliant balloon to try and bring the strut upwards but that action had no result. So the physician implanted another valiant stent graft to cover the tilted strut. The deployment system from this graft worked but the stent graft didn't fully deploy so the reliant balloon was inserted to fully deploy the graft which was successful. The physician stated that the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of pre-implant CT¿s revealed that the patient had a 5cm thoracic aneurysm located 1cm caudal to the lsa. The thoracic was non-tortuous, and contained thrombus without calcification. The thoracic aortic flow lumen diameter at the ascending thoracic measured - 35mm, near the level of the lcca measured 33mm, along the arch was 19mm, at the mid-descending was 25mm, and just above the celiac was 17 x 21mm. The cause of the bare spring apex becoming non-parallel could not be determined from the pre-implant images provided. Complete images during implant, including during stent graft deployment and delivery system removal, were not available for review. Post-implant CT¿s were also not available for review. Unable to determine if this was anatomy, device or user related.